Event description:
Customer reported false negative urine hcg results when using the consult diagnostic hcg cassette. Caller reported that customer observed multiple tests on one 30-week pregnant woman giving negative results. No other pt info was provided.

Manufacturer narrative:
Investigation on retained product: lot number: hcg1030342. Expiration date: 03/2013. Control lot: 20miu/ml hcg urine lot: hcg110216-01, 100miu/ml hcg urine lot: hcg110307-01. Summary of results: the retention devices meet qc specification, details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minute read time. (N=5) the 100 miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5) the 224.5iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). Conclusion: from retain testing with in-house controls, the client's results was not replicated and the product performed as expected meeting qc specs. Verified the product number, product description, lot number and batch record; no abnormal results were found. For investigation on returned product. Investigation on returned product: lot number: hcg1030342 expiration date: 03/01/2013. Control lot: 20miu/ml hcg urine lot: hcg110216-01, 100miu/ml hcg urine lot: hcg110307-01, 224.5iu/ml hcg urine lot: hcg110421-01. Summary of results: the return devices meet qc spec, details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minute read time. (N=5) the 100 miu/ml hcg urine control yielded clearly positive results at 3 minute read time (n=5). The 224.5iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). Conclusion: from return testing with in-house controls, the client's results was not replicated and the product performed as expected meeting qc specifications customer's observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain and return devices. Results met qc specs. No false negative was observed. Mfg batch record review did not observe failure. Unable to identify the root cause without patient specimen analysis in-house. This issue will be tracked and trended. No product deficiency was established; no corrective action required at this time.